Manufacturer narrative:
Eval: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. No product was returned to assist in this investigation. Based upon the info provided it appears that the deployment difficulties occurred due to the pt's anatomy being outside the recommendations of the instructions for use. (IFU).

Event description:
Pt was referred to be treated for a migrated 28mm graft of another MFR. The pt had a type I endoleak and neck was angulated and conical. The first 6 mm of neck went from 27mm to 29 mm and the last 9mm of neck went from 29mm to 35mm. When the physician deployed the graft, it "dropped" and landed 1 cm below the anticipated landing zone. There was no endoleak at the end of procedure but physician was concerned about the long term effect since the graft did not land where anticipated so proceeded to explant the device and go open. The open procedure went well.